Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patients paddle lead implant was abandoned. During the procedure there was a drop in motor function when the lead was being placed therefore, they decided to abort. Following the procedure the patient has experienced increased pain in the legs and back that is being treated with medication.

Manufacturer narrative:
Date of event is estimated.